Event description:
It was reported that bd vacutainer® push button blood collection set cracked when tightened causing leakage during use. Verbatim: the customer complained that a crack was found on the connected part of scalp vein set after the holder was tightened.

Manufacturer narrative:
E.1. Initial reporter phone # (B)(6). H.6. Investigation summary: bd received 1 used sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure modes for cracked female adapter and leakage were observed. The customer sample was evaluated by visual examination and the indicated failure mode for cracked female adapter and leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked female adapter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes cracked female adapter and leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."